Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open green (belt dischg) wire in the cable connecting the distribution node and the front therapy electrode. There was no sign of external damage to the cable. The root cause for the open wire could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies..

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming testing. The last pt to use this electrode belt did not report any deficiencies.